Event description:
Reference number (B)(4). Event occurred in canada. On 29-jul-2024, it was reported that the patient faced infusion set tubing detached from connector. The infusion set was in use for 20 minutes. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.